Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements greater than 200 ohms in all vectors. Subsequently, the lead was surgically abandoned and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.